Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: yellow particles, crease fold, opening. Leak test was performed and found opening on anterior and posterior. A microscopic analysis was performed which identify four puncture opening on anterior side, consist in the use of some surgical tool and crease smooth opening in the posterior side. Based on the device analysis the final assessment is: four puncture opening on posterior due to surgical damage like. A crease smooth in the posterior side due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.